Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer's reference number: 2017865-2021-35700, related manufacturer's reference number: 2017865-2021-35702, related manufacturer's reference number: 2017865-2021-35703. It was reported that the patient has been admitted to the hospital for an infected hip incision post hip surgery. During further evaluation a transesophageal echocardiogram (tee) revealed vegetation on the leads. Blood cultures were performed and resulted positive. According the physician the source of the infection most likely was from the hip surgery that became systemic. The physician opted for a full system explant. The patient was in stable condition.